Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was in an unknown liquid a returnkit. The valve was set to pressure range 6 cmh2o. A visual inspection revealed that the there were no deformities. A penetrability test was performed at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The test results showed the progav valve was penetratable and bloody fluid was observed. An adjustment test was carried out with the standard progav 2.0 checkmate and measurement tool. The progav valve was adjusted from 0 up to 20 cmh2o and down again in the same way. It was found that the progav valve could be adjusted and a bloody liquid came from the valve. To measure the breaking force, the valves were investigated with the braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The braking force was within the permissible tolerance. The computer controlled test was performed with a miethke computer controlled testing apparatus. The valves was tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical and horizontal positon (per iso 7197). Distilled water was used as the test liquid. A substance like protein were found inside of the valves and may have caused the blockage. No further actions were required.